Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the patient's lumbar drain had disconnected from where the internal catheter that extends from the patient's back went into the hard plastic end of the same catheter before it connected to the lumbar drain drain cerebrospinal fluid (csf) collection/leveling system. Approximately 3cm x 3cm wet spot of csf was seen on the bed sheets. The catheter was clamped to halt drainage of further csf, and anesthesia was called to come assess. No apparent harm was reported.